Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered and supplies and insulin changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered and supplies and insulin changed to address bg. Reportedly the customer went to the emergency room. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. Recommendation was made to consult with a healthcare provider regarding diabetes management.